Event description:
It was reported that during the implant procedure, both set screws came out of the device header attached to the wrench despite having heard the normal clicking noise. Both set screws were attempted to be re-seated in the header, but were unsuccessful. The pacemaker was not used and another pacemaker was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.